Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 415 mg/dl at the time of incident. The customer¿s other blood glucose values were 477 mg/dl, 142 mg/dl and 176 mg/dl. Customer reported that insulin pump had a loss communication issue. The customer was assisted with troubleshooting and declined for high blood glucose. The customer uses the auto mode feature. The insulin pump will not be returned for analysis.